Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. No symptoms were observed. It was noted that fluoroscopy was performed and the riata advisory lead was observed to have externalized conductors between the abc and distal coil. Testing revealed normal electrical parameters on all leads and successful cardioversion. The lead remained implanted. The patient was discharged with no complications.